Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, harm reported with no reported allegation of a device malfunction, and sensor glucose versus blood glucose, sensor updating/sg not available. The customer reported a blood glucose value of 444 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following leading up to the event: the customer was out of smart guard. Document treatment for high blood glucose: bolus using the pump. The event involved products mmt-397a, mmt-1884l, mmt-332a, and mmt-7040ma. The customer utilized the insulin pump system within 48 hours of the reported event and did not have the auto mode/smartguard option enabled at the time. The customer reported a mismatch between sensor glucose and blood glucose that was not below acceptable limits. An explained sensor may no longer be responsive to glucose fluctuations. The customer reported having excessive blood glucose. The customer declined to continue troubleshooting. The customer reported receiving both a sensor updating/sg value not available alert and a "calibration not accepted" alert. It was recommended that the sensor be replaced because the behavior had been occurring for more than three hours. No further customer complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.